Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose was 36 mg/dl. The customer also reported receiving repeated sensor error alerts. The customer's blood glucose was 127 mg/dl at the time of incident. Troubleshooting could not be performed for the sensor as the customer had already removed the sensor. Customer declined to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.